Event description:
It was reported that one cadd cassette with flow stop was displaying -no disposable, clamp tubing- alarm on pump. No lot number or expiration date available. No patient injury was reported.

Manufacturer narrative:
Device evaluation: no product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.